Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause was not reported. The patient was hospitalized for the event and treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a4, b5, b6, b7, d10 and f10/h6 b5: upon follow up, it was reported that the patient experienced bacterial peritonitis manifested by nausea, vomiting, fever and cloudy dialysate. The patient was treated with cefazolin (250mg, intraperitoneal and frequency was not reported) for peritonitis and ceftazidim (250mg, intraperitoneal and frequency was not reported) for bacterial peritonitis culture positive for lactococcus garvieae. At the time of this report, the patient was discharged from the hospital and recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.